Event description:
Healthcare professional (hcp) requested baxter to perform a total disinfect on this meridian device. Water samples were obtained and the colony-forming units (cfu) >5700. No medical intervention was necessary and no pt injury resulted from this event on this device. No further info was available for this report.